Event description:
Boston scientific (bsc) crm received info that two months post the implant procedure, this atrial lead required a revision procedure due to sensing and threshold measurements not within normal limits. During the procedure, the physician noted the lead would no longer retract. The atrial lead was explanted and replaced with a new atrial lead. No adverse pt effects were reported.